Manufacturer narrative:
Product analysis: the device will not be returned for analysis. The physician discarded the device. Conclusion: the device history review is pending. Upon completion, a supplemental report will be filed. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4). (B)(6).

Event description:
Medtronic received information that prior to the end of the surgery after this annuloplasty ring was sutured down in the mitral position, the physician was testing the valve competency and determined that moderate regurgitation was still present. The physician subsequently decided to remove the ring and replace the patient's mitral valve with a bioprosthetic tissue valve. No adverse patient effects were reported. The device will not be returned, the physician discarded the device.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Without the return of the device a conclusive cause of the reported moderate regurgitation could not be determined. A variety of factors may have contributed to the onset of regurgitation, including device positioning, patient anatomy, or presence of pre-existing patient conditions. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.